Event description:
Report received of an under-delivery of IV fluids. According to the customer contact, the pump was returned from clinical service with an unsigned note that stated the pump under-delivered. The pump was set to deliver normal saline at 150ml/hour with a dose limit of 1000ml. After infusing for 11 hours, it was reported that the IV bag still contained 300ml of solution. Further info was requested on whether there was any adverse pt event or medical intervention required, but was not available.